Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: removal of mesh; repair of recurrent, incarcerated ventral hernia; lysis of extensive adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05880042 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. On (B)(6) 2009: (B)(6), md. Operative report. Preoperative diagnoses: ni [not indicated]. Postoperative diagnoses: ni. Procedure: laparoscopic lysis of adhesions and repair of ventral hernias times two. Anesthesia: ni. Estimated blood loss: ni. Complications: ni. Drains: ni. Gore-tex dualmesh was used, white side towards the fascia, colored side down, therefore the non-sticky surface was exposed to bowel. Description of operations: ¿the patients understood the risks and benefits of the procedure. A gram of mefoxin was given preoperatively. The abdomen was prepped and draped in the usual sterile fashion. Under general endotracheal anesthesia, the veress needle was inserted in the left upper quadrant at the midclavicular line below the costal margin and abdomen was insufflated with carbon dioxide gas. A 5-mm port was placed and the abdomen inspected. Multiple adhesions were present. These were divided. Two ventral hernia were present, one just below the umbilicus and the other in the epigastric area. The gore-tex mesh was tacked with a good margin of 3 cm around each hernia site for both areas. Two meshes were used as the hernias were separated from each other by a far distance. At the termination of the procedure, both meshes did approximate each other. The patient tolerated the procedure well. Protack was used to secure the meshes in place. At the termination of the procedure, there was no bleeding and the bowel was unremarkable. On inspection, there was no evidence of any bowel injury or subsequent tear and no active bleeding. Ports were withdrawn. Bupivacaine was instilled into the wounds and the patient was brought to recovery in satisfactory condition.¿ on (B)(6) 2009 [assigned]: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05891162. W.l. Gore & associates. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05880042. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05891162) and gore® dualmesh® plus biomaterial (1dlmcp03/05880042) was implanted during the procedure. On (B)(6) 2009: (B)(6), md. Discharge summary. Patient came in with ventral hernias times two / one subumbilical area, other epigastric region. Taken to surgery, had diagnostic laparoscopy, lysis of adhesion and hernia repair with the dualmesh and gore. Tolerated well. Today afebrile, lungs clear. Up walking around without difficulty, feeling well, will be discharged to take percocet. Exam: abdomen soft and not tender, vital signs stable, afebrile. On (B)(6) 2013: (B)(6), md. Operative report. Attending surgeon: (B)(6), md. Resident surgeon: (B)(6), md. Assistant resident surgeon: (B)(6), md. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia, incarcerated. Anesthesia: general endotracheal. Estimated blood loss: 250 ml. Specimens removed: anterior abdominal wall foreign body. Hernia sac. Procedures performed: bilateral myofasical [sic] advancement flaps; trunk. Repair of recurrent ventral incisional hernia, incarcerated. Removal of anterior abdominal wall foreign body mesh. Implantation of mesh for ventral incisional hernia repair. Lysis of adhesions for at least 90 minutes. Debridement muscle and/or fascia; first 20 square centimeters. Indication: this is a 54-year-old female with a history of multiple abdominal operations. She subsequently developed an incisional hernia under midline laparotomy incision site which was repaired laparoscopically with a gore-tex mesh. She has subsequently developed a recurrent ventral hernia and is brought to the operating room now for repair of this hernia. Procedure in detail: ¿after reviewing the history and physical and obtaining informed consent, the patient was brought to the operating room and laid supine on the operating table. After adequate general anesthesia had been induced, the patient¿s abdomen was prepped and draped in a sterile fashion. Appropriate perioperative antibiotics were administered, and a surgical time-out was performed. Using a 15 blade scalpel, an incision was made around the patient¿s previous midline scar, excising the scar. The incision was carried down to subcutaneous tissue, and the ellipse of skin was excised and passed off the table. The subcutaneous tissue was then dissected using electrosurgery down to the level of the fascia at the superior pole of the incision. Attempts to get into the abdomen at this location were met with significant adhesions, so the tissue at the inferior pole area of the incision was dissected with electrosurgery down to the level of the hernia sac. Hernia sac was then dissected circumferentially through the subcutaneous tissue on either side down to the level of the healthy fascia. The hernia sac was then opened using metzenbaum scissors. It was found to contain omentum and small bowel. However, there were not very many adhesions within the hernia sac itself. The hernia sac was opened along its entire length. It was excised in its entirety. We then carefully opened the fascia along the rest of the incision, taking down intraabdominal adhesions as necessary using metzenbaum scissors. We had to come through the gore-tex mesh, and this was performed using curved mayo scissors. There were actually three hernias; one large hernia at the inferior pole incision, as well as two smaller hernias more superiorly. These were all essentially connected as we opened up the incision. We then proceeded to lyse intraabdominal adhesions using a combination of blunt dissection, electrocautery and the metzenbaum scissors. Lysis of adhesions lasted approximately 1 hour. Once adhesions had been taken down along the entire anterior abdominal wall laterally as far as possible in both directions, attention was turned to excising the previous gore-tex mesh. This was performed using electrosurgery. The titanium tacks that had been used to secure the mesh previously were also excised. We were careful to leave as much of the peritoneum intact as possible to aid in our subsequent repair. Once the mesh had been excised, it was passed off the table as specimen labeled as anterior abdominal wall foreign body. We the proceeded to creat [sic] myofascial flaps bilaterally by incising the posterior sheath approximately 1 cm from the edge of the rectus, along the entire length of the incision, and then tacked circumferentially around the incision. These retromuscular flaps were then developed bluntly using kittner, keeping the rectus anterior and saving perforating vessels wherever possible. This was carried out to the linea semilunaris on both sides. We then proceeded to attempt to close the posterior sheath using a 0 pds suture in a 4:1 ratio; however, there was too much tension to bring together, and so a patch of hernia sac was sewn into the area that could not be brought together in order to cover the defect and cover the bowel. The hernia sac was sewn with the peritonealized surface down towards the viscera. Once this had been performed, the viscera were completely covered, and we proceeded to measure the defect. The cumulative defects measured approximately 15 cm x 20 cm. A piece of ultrapro mesh was introduced onto the field and was cut to a size of 15 cm x 20 cm. Four 0 pds sutures were placed through the mesh and tied to it, two on either side. We then placed the mesh into the retrorectus space. It fit quite nicely. Using the reverdin needle, the pds sutures were passed through the abdominal wall first on one side as laterally as possible, and tied down. We then proceeded to do the same thing on the other side of the abdomen to set the tension on the mesh. These sutures were also tied down. The mesh was found to lay quite nicely within the retrorectal space. We then proceeded to close the anterior fascia using a running 0 pds suture in a 4:1 ratio. This came together nicely without tension. Prior to closing the anterior fascia, we place two 10-french blake round channel drains in the space between the mesh in the rectus muscle. This was secured to the skin using nylon sutures. Once the anterior fascia had been closed, there was a sizable subcutaneous defect where the hernia sac had been at the inferior pole of the incision. A third 10-french blake round channel drain was placed through the abdominal wall and into the subcutaneous space. This channel drain was also secured to the skin using nylon suture. The deep dermal layer was then closed after irrigation using a 3-0 vicryl running stitch. The skin was then closed using 4-0 monocryl subcuticular stitch, and the incision was covered with dermabond as dressing. Needle, sponge, and instrument counts were correct at the end of the procedure. The patient tolerated the procedure well and was taken to recovery in stable condition. Dr. (B)(6) was present and scrubber for the entire procedure.¿ on (B)(6) 2013: (B)(6), md. Pathology report. Accession number: (B)(4). Surgical pathology final report. Surgical pathology clinical information: 54-year-old female with ventral incisional hernia undergoing repair. History of previous umbilical and ventral hernia repairs. Surgical pathology gross description: specimen #1 is received in single container labeled with patient¿s name, ¿ (B)(6),¿ and designated ¿anterior abdominal wall foreign body.¿ received are four fragments of irregularly-shaped, pink-tan fibrous soft tissue ranging in size from 5.5 x 1.1 x 0.4 cm to 10.2 x 4.7 x 1.4 cm. Incorporated within the fibrous tissue is a foreign material. Each fragment contains multiple spring-like metal rings at the periphery. These fragments are grossly consistent with hernia repair meshwork. The specimen serially sectioned and representative sections are submitted. Specimen #2 is received fresh in a single container labeled with the patient¿s name, ¿ (B)(6),¿ and designated ¿hernia sac.¿ received are five fragments of fibromembranous soft tissue ranging in size from 2.5 x 1.2 x 0.4 cm to 8.9 x 8.5 x 0.6 cm. The internal surfaces of the fragments are pink, smooth and glistening with a minimal amount of adherent clotted blood. External surface is pink, dull and contains moderate amount of adherent yellow lobulated fibroadipose soft tissue. Thicknesses of fragments quite uniform and measures 0.3 cm in thickness. The fragments are otherwise unremarkable. No sections submitted on this gross only specimen. Surgical pathology summary of sections: 1a anterior abdominal wall foreign body 3. Surgical pathology microscopic interpretation: anterior abdominal wall, foreign body, (specimen #1); removal: synthetic medical mesh material with giant cell reaction and fibrosis. Gross diagnosis (specimen #2): gross only: fragment of fibromembranous soft tissue, clinically, incisional hernia sac. Records span (B)(6) 2009 to (B)(6) 2013. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.